Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint of "cable damaged". For clarification, the instrument was found to have a conductor wire with damaged insulation at the distal end. Site history review: as of 19-august-2020, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. System log investigation: a review of the instrument log for the maryland bipolar forceps (mbf) instrument (pn: 470172-16, batch-sequence: n11200102-0113) associated with this event has been performed. Per logs, the mbf was last used on (B)(6) 2020 on system (B)(4) on the instrument's 5th usage. The reported event on (B)(6) 2020 occurred prior to the instrument's installation, indicating the instrument was not docked for recognition. Image/video review: no investigation required as no image or video clip for the reported event was submitted for review. This complaint is being reported because a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure (pre-anesthesia), an operating room (or) staff member noticed the maryland bipolar forceps instrument had a damaged cable. The or staff completed the case set-up. The procedure was completed with no reported injury.